Event description:
It was reported that the device had an increased sensing integrity counter (sic) and measured over sensing signals. During a revision procedure, blood was found in the lead connector. When reconnecting the rv lead in the connector block some body fluid/blood was coming out of the rv sealing plug on the header. It was questioned if the device rv sealing plug was leaking. The device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found.